Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Upon inspection and testing, it was observed that there was green material in the brush passage which could not be cleared. Corrosion was observed on the angle wires and bcu after aeration. Air/water leak was observed from the channel. The distal end plastic cover had scratches and was dented and the rubber insulation glue had cracks. Scope connector showed damage due to stress. Angulation was low and control knobs had some play. Insertion tube boot had a split. Nozzle showed a clog. The light guide lens had deteriorated glue and a crack.

Event description:
As reported for this event, during preparation for use for an unknown procedure the air/water valve cannot attach to the air/water cylinder of control section. There is no harm or adverse impact reported to any patient.

Manufacturer narrative:
Additional information has been received for this event. There is more information on the device evaluation. Correction is also made for the device which is dec 16, 2008 and not dec 15, 2008. This supplemental report is being submitted to provide this information. The customer provided a detailed guide for their procedure for cleaning of the device. It was confirmed that the customer has no reported cases of infections. The device history record review confirmed that device conformed to specifications at the time of shipping. The device has been repaired in 2017, 2018, and 2019. Since leakage from biopsy channel and corrosion inside control unit (partially green) were confirmed in evaluation, the likely cause for the green material observed is: inside the channel corroded. Reprocessing was insufficient to address corrosion, which led to chemical liquid remained in the channel. The instructions for use (IFU) includes the following statements: after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection. Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital and at olympus. It is likely that the foreign object remained inside suction channel for the user handling was deviated from IFU.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The user facility conducts the following: when leakage is confirmed, the scope is cleaned with sealing the leaked location. High level disinfection is performed, however it is not performed with all the scopes completely. The user operates scope handling, reprocessing process and so on with sop. No report on patient injury nor infection. The user facility is performing reprocessing per the necessary procedure. The instructions for use includes how to brush all channels.